Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that on (B)(6) 2025, the bed doctor placed the lumbar cisterna drainage tube under aseptic operation. On (B)(6) 2025, the responsible nurse followed the doctor's instructions to dump the cerebrospinal fluid in the drainage bag. After opening the drainage bag outlet and completing dumping, it was found that the tube at the drainage bag outlet was broken. It was noted that the patient was emotionally agitated. The drainage device was replaced immediately and carefully inspected the drainage device from the same lot tosee if it had the same problem.